Event description:
It was reported the software update could not be installed. It was also reported that software was updated but it is running a little slow now. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The device was running slow. When attempting to reload software, device was very slow. Hard drive issue found. Media bay door was missing.